Event description:
Journal reference: margarinos-ascone cm, regidor I, gomez-galan m, cabanes-martinez l, figueiras-mendez r. Deep brain stimulation in the globus pallidus to treat dystonia: electrophysiological characteristics and 2 years' f/u in 10 pts. Neuroscience 2008; 152(2): 558-571. Deep brain stimulation (dbs) with bilateral electrodes in the internal segment of the globus pallidus (gpi) was used to treat dystonia in 10 pts. One yr after surgery the burke-fahn-marsden movement scores were significantly lower than preoperative values. Two yrs after surgery, the mean decrease reached 65% with no motor symptoms worsening. The research aims to clarify the properties of gpi neurons in dystonia, the involvement of neuronal discharges in movement, and the characteristics of the muscles affected. The neurophysiological data provide further support of gpi dbs as an effective treatment for dystonia. Reportable event: only one adverse event was detected in the postoperative period and this resolved without any subsequent effect: the pt had a skin infection near the neurostimulator requiring removal of the pulse generator and discontinuation of therapy after the first-yr f/u visit. The pt returned to basal conditions in a few hrs.